Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.16ng/ml was obtained. The accu tni result was reported out of the lab. The accu tni result was within the risk stratification range, and well below the ami cut-off of 0.50ng/ml; however, the pt was treated for an acute coronary syndrome. The customer re-tested the original sample for accu tni. The repeated accu tni result was "<0.04". There was no report of pt injury or death that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was "ok at the time" of the event. System checks performed in 2006, and six days later, were within specifications. The sample was collected in bd, plasma tube using an insert cup. A field service application specialist was dispatched to the customer's lab. The application specialist (as) performed diagnostic testing which failed. The as inspected the instrument and discovered a dirty dispense probe which was replaced. The as discussed daily maintenance with operators and concluded that the probe was not being cleaned. The as conducted system check testing and ran qc; both tests passed. The as dispatched a field service engineer (fse) to check out the instrument. The fse re-routed tubing to aspirate probe #1. The fse disassembled and cleaned the analytical unit. The fse replaced: sample transducer tip, mixer roller assemblies, mixer belt, and mixer assemblies. The fse ran diagnostic testing and verified the instrument per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.